Manufacturer narrative:
(B)(4). Device evaluation: review of the returned system controller's log file noted that on (B)(6) 2015 at 10:22 am, the driveline fault alarm activated and the alarm remained active until the pump stopped for approximately 3 seconds at 10:31 am. The pump ramped back up to the set speed without issue and no other atypical pump stops were captured in the log file. Approximately five minutes after the pump ramped back up to the set speed, the driveline fault alarm activated again. The alarm remained active until the driveline was disconnected at 10:49 am. The driveline was reconnected at 10:53 am and approximately 4 minutes later, the driveline fault alarm activated and remained active until the alarm was manually cleared. The alarm activated and cleared multiple times before the driveline was disconnected to exchange the system controller at 11:45 am. Prior to the first driveline fault alarm activating, there were no notable alarms or pump stops active. During functional testing of the system controller, no atypical pump stops were observed or reproduced during the testing; however, a driveline fault alarm was reproduced. The cause for the driveline fault could not be determined. The driveline fault alarm did not affect the system controller¿s ability to operate the pump at the set speed. The analysis could not determine a specific cause for the driveline fault alarm or the momentary pump stoppage event recorded in the log file. Similar incidents of driveline fault alarms and momentary system stops have been reported and the issues are being addressed through the manufacturer's corrective and preventive action process. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while the patient was at rest in the ward on (B)(6) 2015, the system controller indicated a driveline fault alarm. The perfusionist cleared the driveline fault alarm but the alarm reoccurred a few minutes later. The system controller was exchanged and no further issues were reported. The patient was reported to have been asymptomatic at the time of the event. During investigation of the returned system controller brief pump stoppage events were noted in the system controller log file.